Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) states that should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor fragments, or surgical intervention. The angio-seal device instruction for use (IFU) states that the safety and effectiveness of the angio-seal device has not been established in pts with uncontrolled hypertension. If bleeding or hematoma occur after placing the angio-seal device, application of gentle pressure (one or two fingers) at the puncture site is usually sufficient to produce hemostasis. If manual pressure is necessary, monitor pedal pulses.

Event description:
A 6f angio-seal vip was used for a procedure. Eight hrs after the procedure, the pt complained of a cold leg. A CT and an angiogram showed an acute occlusion of the right popliteal artery. The occlusion was attributed to a clot, so tissue plasminogen activator (tpa) was administered for one day. The occlusion did not resolve, so tpa was administered for a second day. On the second day, surgery was performed to remove the clot, and the collagen and anchor were found in the distal portion of the leg. The pt had cerebral bleeding resulting in vision impairment from the tpa that was administered.